Event description:
On 2/9/1998 following a ptca/stent procedure, an angio-seal device was placed in a pt's right groin. Heavy tract oozing was noted post deployment, which was controlled by manual pressure and the application of a femostop device. Following this event the pt was noted to have a small hematoma and good distal pulses. The pt was therefore discharged home the following day per hosp protocol. On 2/19/1998 the site reported that the pt had a small pseudoaneurysm with audible bruit. Ultrasound guided manual compression was used to successfully resolve the event. As of 3/31/1998 there have been no reports of further complication or pt sequelae made to the MFR.